Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of approximately 400 mg/dl and ketones of an unspecified size on (B)(6) 2026. Cause was unknown. Reportedly, due to the elevated bg, the customer experienced a heart attack resulting in needing a pacemaker. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved. Customer reverted to an alternate method of insulin.